Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos). It was noted that lead integrity alert (lia) was triggered, r waves are small, twaves are large and lead noise on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. It was also reported there was atrial oversensing as well as far field r-wave (ffrw) on the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2013; ddbb1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).